Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, she experienced reduced vision and inability to see near or distance and the physician reported erm/edema in the surgical eye. She also undergone treatments/procedures and had to go through two surgeries in hopes that it would give the results. The lens was later exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received which states patient cant read and experienced glare from lights.